Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the cartridge patient line had separated from the cartridge head. Reportedly, the customer does not know if the cartridge patient line was pulled. The customer's blood glucose level was 421 mg/dl and was treated with a bolus. The customer was able to load a new cartridge.